Manufacturer narrative:
On 8/28/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: returned two mouth props in used condition, not showing any unusual markings. Device history evaluation: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable corrective action preventive action history health hazard evaluation history: none. Conclusion: the lab analysis determined the composition material is not a sensitizer. The complaint report cannot be confirmed.

Event description:
Dealer reports several patients experienced an allergic reaction during or after contact with the mouthprop and one pt even developed a more severe eczema after leaving the practice, which was reported by the dentist to (B)(6). No further info at this time.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.